Manufacturer narrative:
The returned swollen battery investigation is currently under the referenced CAPA investigation, and has been verified by the returned device. No further post market lab investigation evaluation is required. The issue associated with the reported event has been tracked internally and is currently under investigation. At this point in our root cause investigation, we have determined that an unintended resistive circuit is created inside the mated connectors. Possible causes for this condition are actively being investigated.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery was swollen. It was also reported that the pdm could not hold a charge.